Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As we were beginning the tibia cuts on medial side of the tibia, the arm jerked approximately 6 inches out of incision and locked, and the robotic "arm pushed too hard" error appeared on screen. It was noticed that the tibial array had moved and was rotated toward the foot. Bone registration was completed again as well as verification and checked checkpoints and verified the saw. The remaining cuts were completed without issue and the case was completed successfully. Case type: tka surgical delay: 5-10 minutes. Session and log files in s:\complaints\(B)(6) logs. ***update 10/30/2017**** per phone conversation with the surgeon, as they were cutting the tibia on the medial side halfway posterior, the arm went quickly from a horizontal position to a vertical position approximately 6 inches out of the incision as it rotated and snapped the plateau piece out of place. The arm remained locked in the vertical position. The blade at the time of the rotation was not in a position to damage anything else besides the plateau. The tibial array was visibly loose though unsure of when (before or after the arm movement) the array was rotated downward toward the foot. One of the clamps that controls the rotation had come loose. The clamps will be sent back, unsure of which used during the case as well as the tibial array.

Manufacturer narrative:
Reported event: an event regarding array movement involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 265 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding array movement. There were no other reported events for the listed catalog number. Conclusion: the root cause of this issue is a failure of the user to properly tighten the tibial array clamp. If an array is not tightened per application user guide the array can fall suddenly causing the robotic arm to follow the array. This sudden motion is undetectable by the system because the relationship of the array and the bone is not constantly monitored and the array construct is so rigid that the array geometry will not be altered by an array bump from the user. The system performed within its specification and there is no evidence that there was any hardware or software issue, which contributed in any way to a sudden motion of the arm.

Event description:
As we were beginning the tibia cuts on medial side of the tibia, the arm jerked approximately 6inches out of incision and locked, and the robotic "arm pushed too hard" error appeared on screen. It was noticed that the tibial array had moved and was rotated toward the foot. Bone registration was completed again as well as verification and checked checkpoints and verified the saw. The remaining cuts were completed without issue and the case was completed successfully. Case type: tka surgical delay: 5-10 minutes. Session and log files in (B)(4) logs update 10/30/2017: per phone conversation with the surgeon, as they were cutting the tibia on the medial side halfway posterior, the arm went quickly from a horizontal position to a vertical position approximately 6 inches out of the incision as it rotated and snapped the plateau piece out of place. The arm remained locked in the vertical position. The blade at the time of the rotation was not in a position to damage anything else besides the plateau. The tibial array was visibly loose though unsure of when (before or after the arm movement) the array was rotated downward toward the foot. One of the clamps that controls the rotation had come loose. The clamps will be sent back, unsure of which used during the case as well as the tibial array.